Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident is unknown. The alarm occurred twice. The device restarted and came back on; numbers then slowly counted to six. The sensor could not be linked to the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No restarting on its own noted. However, the pump alarmed rf pic failed during the self test and failed to receive readings from the blood glucose meter due to a faulty component on the radio frequency board. The pump was received with minor scratches on the lcd window.